Manufacturer narrative:
Title: changes of stump length depending on starting position of glue injection related to venous diameter during cyanoacrylate closure for incompetent saphenous veins author: sungsin cho, jin hyun joh journal: journal of vascular surgery venous and lymphatic disorders year: 2021 vol/issue: 10(2) ref: 10.1016/j.jvsv.2021.08.009 a2: average age, majority gender date of publication if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to analyze the starting point of cyanoacrylate glue injection from the junction to decrease the stump length. A retrospective review of a prospectively collected database of patients who underwent cyanoacrylate closure (cac) was performed. Medtronic¿s venaseal system was not referenced by name however the product is commercially available in (B)(6). A total of 601 legs in 408 patients with varicose veins were treated with cyanoacrylate closure. Bilateral varicose veins of the legs were treated in 193 patients. Patients were followed up at 1 week and 3 months after cac. The patients were clinically examined and duplex ultrasound scanning was performed. Duplex scanning was used to check for saphenous vein closure and detect complications, including deep vein thrombosis and egit. Complete occlusion was defined using doppler ultrasound examination as closure along the treated target vein segment, with no discrete segments of patency located below 5 cm from the junction. Using doppler ultrasound examination, the stump length was measured from the sfj or the spj to the closure of the leading point. Potential correlation betwe en the preoperative saphenous vein diameter and the stump length was assessed. Clinical outcomes, including pain were assessed. Complete occlusion was achieved in all patients. The mean pain scores were 1.8, 0.6, and 0.4 at the end of the procedure, on postoperative day 7, and on postoperative day 90, respectively. Egit developed in 5.8% of patients. The authors concluded cac is effective for the treatment of incompetent saphenous veins. The stump length increases with an increase in the diameter of the saphenous vein. The stump length increased by 1.53 mm for every 1-mm increase in the venous diameter. The stump length decreases with time. If the diameter of the saphenous vein is more than 5 mm, glue may be injected at 4 cm distal to the junction with an acceptable stump length.